Event description:
A parietex mesh was implanted (B)(6) 2007 for hernia. (B)(6) 2007, developed abdominal abscess. (B)(6) 2008, discovered two abscesses on my liver. (B)(6) 2013, hernia surgery discovered parietex mesh imbedded in small intestine. Discharged (B)(6) 2013. Had emergency surgery due to this for infection. I was put in guarded condition.